Manufacturer narrative:
Pump passed rewind. Pump failed prime/fill seating due do to failed force sensor measuring a out of spec voltage of 44mv. Unable to perform displacement test due to prime/fill anomaly. The following were noted during visual inspection: scratched case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had cracked in battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.